Event description:
Since (B)(6) 2015 the patient suddenly lost access to sound with the cochlear implant. No injury was mentioned.

Manufacturer narrative:
UDI code not available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
UDI code not available. Conclusion. Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Also an accident or trauma might have weakened the fixation of the active electrode and is also a contributing factor for the device failure. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient was reimplanted on (B)(6) 2015.